Event description:
It was reported that a patient experienced pain at the pocket site. The implantable neurostimulator (ins) and the lead were explanted on (B)(6) 2012 and it was stated that the procedure "went as planned". Two days later it was reported that the device had been working fine with no defects except the patient was having pain at the pocket site. No further information was provided. More information has been requested and if received, a supplemental report will be sent.

Event description:
Upon further review, it was noted that this event was also reported in MFR 3004209178-2012-10731.

Manufacturer narrative:
Product ID 3889-28, lot# v557203, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).